Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis. Information for section a4 was not available. When information becomes available, a supplemental report will be filed.

Event description:
Per complaint (B)(4), during clinical procedure,patient experienced failure of implant to integrate.